Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive force by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "ultra", 5.4 mm, 30° had the lens broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the lenses in the optical system were broken. The following non-reportable malfunctions were found during the device evaluation: the outer tube was bent on the proximal end. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.